Event description:
This is a report of a home patient (hp) who switched out solution bags during therapy and was diagnosed with peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was user error. The hp was treated with vancomycin (1 g, ip, every day) and ceftazidime (1 g, ip, every day). On (B)(6) 2013, treatment with vancomycin was withdrawn. On (B)(6) 2013, treatment with ceftazidime was withdrawn.. The hp was reported to be recovered.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).